Manufacturer narrative:
Evaluation summary. (B)(4). It is reported that during an afib procedure there was a patient skin burn. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not related to this stockert generator. The customer declined system service. The device history review was performed. No manufacturing or test failure was noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Setting of the generator was reported to be mostly at 25-40 watts. Occasionally at 50 watts. Total duration of the ablation procedure was 3 hours. Duration per ablation was minimum of 5 seconds, maximum of 120 seconds with dragging ablation catheter while ablating. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Ez steer coronary sinus catheter: model #: d-1263-04-s, lot #.: unknown. Ez steer ds bi-directional navigational diagnostic/ ablation deflectable tip catheter: model #: d-1292-04-s, lot #.: 15505532m. C3 nav variable lasso catheter: model #: d-1290-01-s, lot #.: unknown. Soundstar catheter (reprocessed): model #: m-5723-05, lot #.: na. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Event description:
It is reported that during an afib procedure there was a patient skin burn. The caller stated that this was the third skin burn event on three different patients. The information available was that this skin burn did not result in a permanent damage to the body structure. The indifferent electrode for this case was applied on the patient's back. The skin burns on these events were reported to be along the indifferent electrode pads. The patches used were valley lab (B)(4) single-patch on all three cases. Multiple attempts have been made to obtain detail information of this event as well as the previous 2 skin burns. However no further clarification have been provided regarding the dates of the events, degree of skin burns, medical interventions, patients updated information, etc. As stated, the exact dates of the first two events were unknown, but it was estimated approximately one week prior to this third occurrence.